Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The caller had not previously reset the pump for this malfunction, so technical support provided reset information and assisted in resetting the pump. The malfunction did not recur after resetting, and the customer was advised to continue using the pump and to call back if the issue returned.